Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensors were possibly missing electrodes. It was reported that they would be replaced. No further information provided.

Manufacturer narrative:
A visual inspection of two opened and used enlite sensor found both sensor cannulas whole with no broken or missing parts.